Event description:
It was reported that the lead was fractured. It was also reported that the lead had high impedance, no capture, and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.